Event description:
Customer reported a cracked and shattered touchscreen, rendering the pump's display illegible and unusable. There was no reported impact to the customer¿s blood glucose level as the information provided was unknown or declined. Technical support arranged for a replacement pump to be sent and provided instructions for returning the damaged pump and setting it into storage mode. The customer was advised on using a manual method for insulin delivery as a backup until the replacement unit arrived.